Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds had post-operatively risen. Fluoroscopy suggested that the lead dislodged during sheath slitting. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.